Event description:
It was reported to philips that the unit had check vent alarms: 35v failed, auxiliary alarm failed, backup alarm failed, and blower stalled. The device was reported to have been in use at the time the malfunction was found. The customer reported to have placed the patient on an alternative v60 unit. The patient was taken off the unit and bagged until a new machine was brought into the room. The manager of respiratory services indicated that the patient expired during that hospitalization but do not believe it is connected to the reported issue. Further information has been requested. The device was evaluated by the customer and a remote service engineer (rse). The customer indicated that the device had check vent alarms: 35v failed, auxiliary alarm failed, backup alarm failed, and blower stalled. The codes consistent with the alarms were in the significate log. The customer mentioned that when the device is turned on, the cooling fan would turn on and off every 2 to 3 seconds. He verified that the battery was at 12.74 volts, and that while in service mode, the cooling fan was operating fine. The philips remote service technician recommended replacement of motor controller printed circuit board assembly (mc pcba) and provided part identification. The customer talked to respiratory, and they determined to ship the unit to the bench for repair. The philips remote service technician provided the customer the email with the bench document and created a bench work order.

Manufacturer narrative:
The device was evaluated at bench. The customer complaint was confirmed. The unit was also displaying multiple error codes. Unit has power output issues. The power supply and power management board showed low voltage output. Additionally, the blower was malfunctioning and had low rpm, the motor control pcba was not connecting with the data acquisition board, the internal battery was not retaining charge and was malfunctioning. The top cover was also found to be cracked. Parts were ordered.

Manufacturer narrative:
H10 it was reported that the suspected motor control board was returned to philips for evaluation. The technician documented the following conclusion/root cause, 'product investigation lab (pil) was unable to confirm that the problem of 35v power supply failed, aux failed and blower stalled was related to the motor control printed circuit board assembly (pcba). No fault was found with the pcba under test." H11 updated contact information and contact office entity.

Manufacturer narrative:
H11: the device was received at the bench repair facility for evaluation and repair. The customer complaint was confirmed by the technician. H10: the bench technician installed a replacement power supply, top cover, blower assembly, motor controller (mc) printed circuit board assembly (pcba), internal battery, preventative maintenance kit. The power management pcba was returned and replaced under field change order. The device passed all performance verification testing (pvt). The device clock was set to customer local time and all settings were reset to factory settings. The v60 ventilator was returned to the customer for clinical use.

Manufacturer narrative:
H10. The suspected blower assembly was returned to philips for evaluation. The product investigation lab (pil) technician could not duplicate any issues with the 35vdc power or auxiliary power supply on the standard test bed (stb) during the operation of the suspected blower. However, the product investigation technician verified that the suspected blower operates erratically and with excessive noise and vibration. The technician verified that the blower windings are shorted to the blower case and are shorted to the bearing of the blower and the reason for the erratic operation, excessive vibration and the excessive noise of the blower during operation. Prior to blower operation on the standard test bed, the blower had limited motion of approximately 45 degrees which could have led to the blower stall noted in the complaint. The technician suspected that this was due to delamination of the blower windings. The blower was found faulty.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the parts required for the repair being on back order. The materials have already been requested and an order was placed. The materials ordered motor controller (mc) printed circuit board assembly (pcba) and the power management (pm) aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be completed. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.